Event description:
It was reported that patient experienced discomfort at the ipg site. No accidents, falls, trauma or weight fluctuation were reported. Surgical intervention was undertaken wherein the ipg was explanted and replaced. This resolved the issue and effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.